Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that an implantable neurostimulator was experiencing battery issues. The implant battery was not maintaining a charge, draining from 100% to 40% overnight, and taking 3-4 hours to recharge. Additionally, the device only charged to 70% or 80%, with variations depending on the time of day. The patient had made changes to their therapy settings, currently using cycle b, which was considered a high setting. The issue began at least 3-4 weeks prior. The patient was redirected to their healthcare provider for further assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They clarified that the controller is the one that is only charging to 70%. Pt stated it takes 12 hours to charge implant but then clarified and reported they charged their implant at 12:50 am and around 3 am their implant was fully charged. Pt stated implant battery is depleting fast when they are on the highest setting "b" that by the evening the implant is depleted. Agent reviewed implant battery usage in relation to charging frequency. Pt requested a different manufacturer representative (rep). Agent redirected to healthcare provider (hcp) for issue. Patient reported the cause was not able to determined for the issues they were experiencing. Issue has not been resolved.